Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal correctly. There was no injury. No further information has been provided by the customer at this time.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. The site has indicated that the incident sample is not available to be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer indicated that the device would not be returned for investigation.